Event description:
It was reported that intraoperatively, vats lobectomy, the manual handle stapler was unable to fire during use. The surgeon was unable to squeeze the handle, although they were able to press the green button. Both handle and reload was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot # p4e1006s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively, the manual handle stapler was unable to fire during use. The surgeon was unable to squeeze the handle, although they were able to press the green button.

Event description:
It was reported that during a video-assisted thoracoscopic surgery (vats) lobectomy, the surgeon was unable to squeeze the handle, although they were able to press the green button. The manual handle stapler did not fire. Both handle and reload were replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b1, b4 (model #, catalog #, UDI #), d8, g3, g4 (PMA / 510(k) #) correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.